Manufacturer narrative:
Reliability analysis inspected 1 opened sensor and performed bicarbonate buffer test. Sensor failed due to low readings. Also observed cannula split from tubing.

Event description:
The customer reported via phone call of sensor errors. The customer stated that she was having sensor glucose versus blood glucose issues. The customer's blood glucose reading was 202 mg/dl. The customer will be sent replacement sensors.